Event description:
This case was reported by a consumer and described the occurrence of sickness in a (B)(6) male pt who received super poligrip denture adhesive powder (formulation number (B)(4)) for denture adhesion. A physician or other hlth care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced an asthmatic attack. The pt stated "this made me sick. I had an asthma attack." This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were resolved. Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is not known whether the product will be returned for quality assurance testing. (B)(4).